Event description:
It was reported that the 3.0 x 28 mm xience v stent would not cross the lesion. After additional predilatation with a non-abbott balloon, using a double guide wire technique, a bmw guide wire and an allstar guide wire were advanced through the lesion. A 2.75 x 28 mm xience v was advanced over the bmw guide wire and was deployed successfully; however, the stent was deployed over the allstar guide wire, trapping it against the vessel. Attempts to retrieve this guide wire were unsuccessful, resulting in the separation of the distal end of the guide wire. The pt was transferred to another institution where they underwent repeat angioplasty. No additional event or pt information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.